Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (poor coaptation and stiff anterior medial leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6)2017, the patient with functional mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted without issue and the mr was reduced from grade 4 grade 2+. The second clip (60708u144) was advanced to further reduce the mr. The clip was able to grasp the leaflets and leaflet assessment noted both leaflets well inserted in the clip. Prior to removing the gripper lines, it was noted that the clip detached from the anterior leaflet, but remained attached to the posterior leaflet (slda). Initial evaluation noted that the anterior leaflet appeared to be intact, with no tissue damage. It was thought that the tension on the anterior leaflet was too great and caused the clip detachment. The decision was made to wait and monitor the patient over the coming months to see if a third clip is needed. The mr was reduced from grade 4 to grade 3. Post procedure, the patient remained in stable condition. No additional information was provided.